Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found intact and in good condition. Testing/analysis: the apollo catheter was flushed, water exited from the distal tip. No punctures, ruptures, or leaks were detected. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ report could not be confirmed. No defect was found with the returned apollo catheter that would have contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an apollo catheter was punctured by a guidewire. Catheter was appropriately prepped and introduced into the anatomy with a .010 chikai wire. Upon distal navigation, the physician had pulled the wire fully into the catheter and then when pushed back distal, the wire appeared to by coming out of a possible fracture point per healthcare provider (hcp), not the tip of the catheter. It was then recommended we remove the catheter (since there was a possible defect) and introduce a new catheter. The new catheter navigated to endpoint with no issue. The catheter in question was put on the back table and no longer used. It was damaged at the distal section. There was no friction or difficulty during insertion of the guidewire. Aside from the puncture there was no damage to the catheter or guidewire. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was undergoing arteriovenous malformation (avm) pre-surgical onyx embolization. Vessel tortuosity was moderate. The access vessel was the left middle cerebral artery (mca). No patient symptoms or complications were reported. Ancillary devices: phenom plus intermediate catheter (fg19120-1030-1s) , 6 french envoy guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter puncture was not determined.